Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On the same day, it was reported that the patient reported experiencing a cgm inaccuracy which led him to lose consciousness due to hypoglycemia. This resulted in the patient being hospitalized. However, the patient refused to provide technical support with any other event details. No cgm/bg comparison values were reported. It was also not specified how long the patient was hospitalized. Attempts to follow-up with the patient for further event details were unsuccessful. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.